Event description:
During routine inspection performed by our international affiliate, a gray particle was evidenced on the outside of the graft. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
No facility number has been assigned to this report. An examination of the complaint device under magnifying glass was performed, and confirmed the presence of the gray particle. This graft particle was made of textile fibers of unknown origin on the outside surface of the graft. This gray particle should have been evidenced during primary packaging operations. This is therefore a human error. During an internal quality meeting, primary packaging technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.